Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 13/may/2019 and inspection of the unit was performed on 16/may/2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection, insertion tube bubbling, failed wet leak test, image shadows, image blurry or foggy, insertion tube bump at stage 1, failed dry leak test, lightguide prong bent, segment steel braid loose, prism cracked, lightguide prong loose, light carrying bundle distal cover glass middle chipped, # 2 remote control button cover cracked, umbilical cable single buckled under pve root brace, primary operation channel resistance, hole in # 1 remote control button cover. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the customer upon completion. Parts replaced: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, lcb distal cover, objective prism assy, operation channel, adjusting collar, bending rubber, segment attaching screw, insertion flexible tube, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, rl pulley assy, ud pulley assy, remote control button, lg prong attaching nut, lg prong insulation ring, light guide prong, light guide prong washer imp-1, deflector body link, distal case/cap.